Event description:
It has been reported to philips that no geometry movement was possible. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that a fuse was blown in the m cabinet. The fuse has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no geometry movement and the customer had explained that someone pressed the emergency stop button which triggered geometry issues. Review of the system log file showed that a ¿malfunctioning geo-pc" resulted in the issue with the motorized movement. The fse checked the power supply in the m-cabinet and found x21 was dark, which feeds the 24vdc to sd1 for the modules and the fuse was blown in the m-cabinet. The fse replaced the fuse and the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.